Event description:
On (B)(6) 2012, the following additional information was received from the patient's physician. The patient's generator was replaced due to ifi = yes. The physician stated that high impedance was first seen on (B)(6) 2012. X-rays were taken and no lead abnormalities were seen. During surgery, the surgeon also could not identify any discontinuities. No known trauma preceded the high impedance event. When asked about the increase in seizures, the physician stated that the patient had been stabled for fifteen months or longer; however, in the last two to three weeks (prior to (B)(6) 2012), the patient had been having 75 myoclonic seizures within a two hour time span as opposed to 30 or 40 seizures per day. The patient experienced by myoclonic and generalized tonic-clonic seizures; however, the more frequent seizures were myoclonic. The physician could not assess the relation of the increase in seizures to the pre-vns baseline; however, he stated that the patient had been having four to five seizures per day in (B)(6) 2007. No additional information was obtained.

Event description:
On (B)(6) 2012, it was reported that this vns patient would be undergoing generator replacement for an unknown reason. On (B)(6) 2012, the patient underwent full revision surgery. Diagnostics were run in the operating room, and high impedance was shown (output current: low, lead impedance: high, impedance value: >10,000), ifi = yes.) On (B)(6) 2012, during an attempt for product return, the surgeon stated that the patient had a problem with his lead that led to the battery depletion. It was also stated the devices were discarded. As a result, product analysis is not possible. On (B)(6) 2012, follow up with the surgeon's office revealed that the high impedance was first observed on (B)(6) 2012, along with a low battery (between 8% and 18%), and increased seizures. The relation to pre-vns seizures was unknown. X-rays were taken, and it was shown that the lead was disconnected. No other information was available. The x-rays were not sent to the manufacturer for review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to patient death.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR stated that the event date was (B)(6) 2012. Additional information was received indicating the event date is three weeks prior (B)(6) 2012. This report is being submitted to correct this information.